Event description:
It was reported that when the articular surface was inserted manually, it went in without resistance and was almost fully seated against the tibial plate. Surgeon used the surface inserter to perform the final push; however, the surgeon did not feel a sensation that the surface was engaging with the tibia. When he used the elevator to push up on the surface from the recess at the front of the tibia plate, the surface came up easily. As a result, the surgery was completed with another articular surface. There was a 10 minute surgical delay. The patient had no consequences or impact. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42542006701 - tibia fixed cemented left size d stem extension use required - 67301201. G2: foreign country: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.